Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the packaging was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, there may have been a partial capture; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 device available for evaluation: updated from yes to no.

Event description:
Subsequent to the previously filed report, additional information was received. Reportedly, when using the second prostyle device, there was resistance in the tissue and the plunger could not be pushed through, resulting in a cuff miss. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation procedure. Reportedly, the first prostyle device was placed without issue. However, when using the second prostyle device, pressing the plunger was not possible. The suture of a third prostyle device was pre-placed. The sheath was upsized to a large-bore sheath, and the interventional procedure was completed. The knot of the first and third pre-placed suture was advanced to the vessel wall however hemostasis was not achieved. A non-abbott device was added. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.